Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. Additionally, no action to remove the separated portion of the guide wire from the anatomy was reported. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The hi-torque (ht) balance middleweight (bmw) hydro guide wire was attempted to be used to try to get radial access when the black tip snapped and a small part is stuck in the small branch at the right wrist. There was no reported clinically significant delay in the procedure. No additional information was provided.